Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause could not be determined as the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event although the field service technician from hamilton medical re- installed 2.81b software and the problem did not reoccur. There was no patient or user harm.

Event description:
This event took place during a patient ventilation, the patient was not harmed during the suctioning maneuver process. The failure was duplicated, see video. The description of the event by the respiratory therapist is included. Device's files will be email.